Event description:
Adverse event(s): "seeing multiple images", distorted with rings" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant)]. A nurse reported that following intraocular lens (iol) implant surgery a patient was seeing multiple images and that his vision is "distorted with rings". It was also reported that a yag laser treatment was performed. The lens was eventually exchanged for a different band iol. Medical records indicated that the fellow eye has a history of trauma and retina scarring, the patient's cornea has an irregular shape and is "not perfectly smooth"; and that the retina has some irregularity. It was indicated that all these factors affect visual acuity and were discussed with the patient. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Only half of the lens was returned stuck to the adhesive side of the surgical tape, which was returned inside of a lens carton. Lens evaluation was conducted with the lens still inside of a lens carton. Lens evaluation was conducted with the lens still inside the surgical tape. The one haptic was bent-distal area. The optic was torn/split/cracked. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010 and 04/22/2010 by phone, fax, and mail. Medical records were received on 04/15/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).